Event description:
The customer reported the system hung up. This was likely a lock up situation. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hand switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.